Event description:
It was reported that the programmer was not booting fully, that it would get to the company logo screen and stay there. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of not fully booting and therefore it was reconfigured and the software reloaded. Analysis also found the left-side keyboard hinge broken and it was therefore replaced, and the stylus was replaced and calibrated as well.(B)(4).